Event description:
Information received by medtronic indicated that inpen was damaged. Customer stated that cartridge holder was cracked and screw was cracked. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
Serial number: (B)(4). Software version: 3.8.5. Color: blue. Battery life remaining: <3 months customer reports: the cartridge holder is cracked and screw is bent. Per visual inspection: cartridge holder is cracked and leadscrew is bent. Paired successfully to commercial app. Inpen received with leadscrew1/2 of travel. No drag was observed, the screw was bent but leadscrew advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: inpen received with cartridge holder being cracked and with leadscrew bent. The cartridge holder did not lock in place. This can affect insulin delivery. The customer complaint of physical damage at cartridge holder and leadscrew being bent was confirmed.